Event description:
It was reported that the stent dislodged and intervention was required for removal. The 90% stenosed, 3.5mmx16mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 16x3.50mm promus premier drug-eluting stent was selected for use. During the procedure, the stent dislodged and it was removed with a grasper. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure. It was further reported that this event did not occur. There was no issue with a promus premier stent.

Event description:
It was reported that the stent dislodged and intervention was required for removal. The 90% stenosed, 3.5mmx16mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 16x3.50mm promus premier drug-eluting stent was selected for use. During the procedure, the stent dislodged and it was removed with a grasper. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure.